Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, only the connector portion of the lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
New information notes that the left ventricular lead was explanted. The patient condition was unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net and the left ventricular lead exhibited a loss of capture. No intervention or patient symptoms were reported.